Event description:
The dr was unable to insert over the guidewire. The guidewire kinked upon insertion. The iab was removed and another was used. The iab and guidewire were not returned to datascope for evaluation. They were discarded by the facility. Event complications: unk - rptd 6/3/97. Pt's current status: unk - rptd 6/3/97.